Event description:
Patient was placed on a rotoprone bed for pulmonary complications. A few weeks later it was reported that the patient developed two pressure ulcers (unstageable/ classified as eschar, one on each cheek. The patient was intubated, had copious amounts of secretions from mouth, and had an endotracheal tube taped across face. The patient's medical situation was such that patient required extensive time in prone position. The patient's level of hemodynamic instability did not allow for adequate time supine. The nursing staff made constant attempts at padding pressure areas unsuccessfully.